Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, device got stuck in the mucosa and it was removed from the patient by force. The surgeon needed to re-anastomose with a new device. There was additional tissue resection necessary due to the issue.